Event description:
The following was reported by davol: it was alleged by the implanting surgeon that post implant of a ventralex st patch the pt developed a rash and itching in the area of the repair. The pt was treated with cortisone and benadryl. The surgeon reports that he removed the adhesives from the incisional area in attempt to relieve the symptoms, however, the rash and itching became worse and was still present at 2 weeks postop.

Manufacturer narrative:
This is an addendum to the initial MDR. Based on the information provided, at this time, no definitive conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post operative reaction. Seroma, inflammation, adhesions and allergic reaction are all listed in the adverse reaction section of the IFU as possible complications of surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units. If additional information is obtained, a follow up MDR will be submitted.

Event description:
This is an addendum to the initial MDR. The patient is now being represented by an attorney and the following is based on medical records provided by the patient's attorney: (B)(6) 2015 - the patient underwent repair of an incarcerated ventral incisional hernia. Multiple defects were noted and the incarcerated contents could not be reduced, and were resected and ligated with vicryl suture. A space was created and a ventralex st hernia patch was placed. Following implant the patient has an allergic type reaction. Skin testing was done and at 48 hours showed a mildly positive reaction on his back. The rash improved however, he continued to have persistent itching and elected have the mesh removed. (B)(6) 2015 - the patient underwent excision of the mesh. The operative report notes 2 small seromas that appeared to be a normal healing. Also noted was that there was good ingrowth along the polypropylene margin and some adherence posteriorly along the "seprafilm" margin.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
A mesh sample was provided to the doctor for reactivity testing. The doctor's office provided the following results. "The patch was read at 48 hours which showed mildly positive reaction on his back. The patch was removed and reread today ((B)(6) 2015) which was negative. The controls remained negative. There is no evidence of rash on his back where the patch testing was placed." A review of the mfg records shows that the lot was manufactured to specification. Reaction is listed in the adverse reaction section of the IFU as a possible complication. The test results provided by the doctor, indicate that the pt did have some sensitivity to the sample, however when the sample was later removed, there was no evidence of a reaction. Based on these test results we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's reported post operative reaction. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.